Manufacturer narrative:
The catheter was returned for analysis. Catheter/sc connector/tear in seal near guide ring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the catheter was shipped on monday. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 12-sep-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 250 mcg ml concentration at 40 mcg day via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that catheter would not aspirate. No environmental/external/factors that may have led or contributed to the issue were reported. Side port aspiration was performed for diagnostics/troubleshooting. During scheduled pump replacement, the hcp could not aspirate the catheter. He disconnected the pump connector and was able to aspirate with a 25 gauge needle from the spinal segment of catheter. He then used a new ascenda pump connector to connect to the existing spinal segment. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
(B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.